Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information as of 12-dec-2022: the damaged conductor wire was confirmed after reprocessing. The customer suspected that the damage occurred prior to the reprocessing, but it was difficult to identify because the instrument was covered with blood. It was unknown if the instrument was inspected prior to use or after the last procedure. It was unknown if there was any arcing during the last procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. The grips were manipulated while connected to the multimeter, and the resistance was noted to fluctuate as the grips were being manipulated. The root cause was attributed to a component failure. The complaint regarding a broken conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4) - 0143) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on 31-may-2022 via system serial# (B)(4). The alleged instrument had 2 uses remaining after this last usage. The probable root cause of a broken and/or dislodged conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed that the conductor wire was broken. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. No additional actions are currently required given that this issue will continue to be tracked.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument wire had crack. There was no patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.